Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and ER visit. No product lot number was reported; therefore, no qualification records could be reviewed. The opmnipod user guide warns, "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises, "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 - 6 times a day: when you wake up, before very meal, and before going to bed."

Event description:
The customer reported that her blood glucose measured "high" (>500 mg/dl) back in (B)(6). She had to go to the emergency room. She became upset and did not want to give more information about the event.